Manufacturer narrative:
Internal report reference number: (B)(4). Products were returned for evaluation - defect detected rc-061: storage outside specifications, rc-072: vial left open for an extended period of time note: manufacturer contacted customer in a follow-up call on 24-nov-2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 23 and 20mg/dl (before dinner). The expected non-fasting blood glucose test result range is 145-160mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. During the call a back to back blood test was performed by the customer and produced test results of 38 and 35mg/dl non-fasting using meter. The test strip lot manufacturer¿s expiration date is 02/18/2022 and open vial date is three weeks ago. The meter memory was reviewed for previous test result history. (B)(6).